Manufacturer narrative:
(B)(4). The customer reported an ECG error. There was no report of patient involvement or negative patient impact. The local philips representative evaluated the device and replaced the paddle set and the m3507a hands-free cable barrel connector to resolve this issue.

Event description:
The customer reported an ECG error. There was no report of patient involvement or negative patient impact.